Manufacturer narrative:
H6 investigation summary: material #: 367856; lot/batch #: 2200097. Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "at 14:00 on (B)(6) 2023, when the vacuum blood collection tube is connected to the blood collection needle, a small amount of blood comes out. Change to a vacuum blood collection tube, and the blood can be drawn out smoothly. The first vacuum blood collection tube lacked negative pressure, so the blood could not come out. After the blood collection, report to the head nurse and inform other colleagues that before blood collection, carefully check whether the vacuum blood collection tube is within the validity period, and bring 1-2 extra blood collection tubes with you when you go to the ward for blood collection."